Event description:
Suspended quality issue with braun infusomat space infusion IV pump model 8713050u power cords part #8713112d. We frequently identify cords with split (opening - with exposed wires) at the end near plug - always in the same location. We have reported the issue to braun on several occasions.